Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for high shock lead impedance. Boston scientific technical services (ts) was consulted and upon review, it was noted this right ventricular (rv) lead exhibited a gradual rise and out of range shock impedance measurements. Ts discussed this could be indicative of calcification deposits. An in-office evaluation was recommended to perform further testing as well as reprogramming options. Additional information was received that this patient was seen in clinic and reprogramming was performed by the physician. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for high shock lead impedance. Boston scientific technical services (ts) was consulted and upon review, it was noted this right ventricular (rv) lead exhibited a gradual rise and out of range shock impedance measurements. Ts discussed this could be indicative of calcification deposits. An in-office evaluation was recommended to perform further testing as well as reprogramming options. No adverse patient effects were reported. At this time, this lead remains in service.